Event description:
Boston scientific received information that this product was going to be part of a system revision due to infection. There were no additional adverse effects reported.

Event description:
Additional information was provided that the system was later explanted due to the patient infection.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.